Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there is damage to the battery cap. Customer's blood glucose reading was 463 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken battery cap, cracked battery tube threads and cracked reservoir tube lip.